Event description:
A patient was transferred from another hospital with an umbilical artery and venous catheters placed at birth. The physician decided to discontinue the umbilical artery catheter, and the rn found the stitch holding the catheter in place to be tight. When the rn tried to push the stitch back, the catheter broke at the suture site flush with the base of the umbilicus. The rn got help to stop the small amount of bleeding to see the arterial cannula still in the patient. The nurse was able to see the broken end of the cannula which was caught and clamped until the physician arrived to gently pull out the piece that was in the patient's artery. All of the line was removed and the rn hoped that the hospital would never use these catheters in the nursery. The clinical nurse specialist called the hospital where the catheter was placed to advise them of the problem. The hospital removed the other unused neocare silicone catheters and plans to use a different catheter made from polyurethane. The clinical nurse specialist believes that the silicone material is "not a great material" for use as a catheter. The nurse specialist has never seen a polyurethane catheter break.